Manufacturer narrative:
Investigation completed on smith medical cadd reservoirs. The complaint was substantiated as tube cut on one sample and leaking in bag in another . The device passes all quality review 100 % before release. The root cause is believed to be production personnel didn't detect the damaged in the bag and tube. Action was taken :production personnel was retrained on pm-1009 rev.107 to reinforce the visual inspection criteria before bag assembly. Updated fields : b 1, b 3, b 4, b 5, d 10, g 7, h 1, h 2, h 3, h 6 , h 10.

Event description:
Investigation results completed and summarized in h 10.

Event description:
Additional information was received indicating that the incident occurred on 08/15/2019.

Manufacturer narrative:
Related MFR numbers are: 3012307300-2019-06168, 3012307300-2019-06169, 3012307300-2019-06170, 3012307300-2019-06171, 3012307300-2019-06172, 3012307300-2019-06173, 3012307300-2019-06166.

Event description:
Information was received indicating that leakage was observed when using a smiths cadd cassette reservoirs - flow stop. It was reported that the "bladder" at the top of the cadd pump was perforated and that the inner bag was leaking. There was no patient involved.